Manufacturer narrative:
G2. Foreign: gb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was trying to connect handset to the implant (ins), but kept getting 'no device found'. With the help of patient services, they checked the battery level through the recharger app, which was at 80%. Patient is not feeling stimulation anymore. They tried a reset of the communicator and handset twice, both blue and green lights were showing and they seem to connect to each other without any issue. Once the handset wants to interrogate the ins, it still comes up with 'no device found'. The patient had the ins battery changed in august, and had a check-up with the hospital last thursday. Since they couldn't make a connection in the end, they were referred back to the hospital to see if there might be a reason why their ins is not responding.

Event description:
Additional information was received from the patient. It was stated that the patient was seen at the hospital, and it turns out they were not using their recharger correctly, which resulted in their implant depleting. They also didn't know that if they didn't charge in time their implant would stop providing stimulation. After a retraining at the hospital they are now having no issues anymore. The issue was since resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. See h11.

Manufacturer narrative:
B5: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.